Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. The patient was advised to start over again using new supplies. The bag had a kink and the patient pulled it off the spike. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 281 mg/dl and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
This is a final report. The customer returned meter (B)(4). The meter has been tested with a returned strip lot 44624. The complaint was not confirmed and all results were within the range specification during control solution testing. The reported readings were found in the internal memory log of the meter, but they were not completed within 10 minutes.